Manufacturer narrative:
UDI- (B)(4). Concomitant medical products: -series a patella, catalog# 184764, lot# 746610. Biomet cruciate tray, catalog# 141235, lot# j3830789. Vanguard ps open femoral, catalog# 183110, lot# j3750396. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a revision procedure incompatible components were implanted. Surgeon was aware of off-label use and thought it would provide the best stability for the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint was evaluated and the reported event was confirmed. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. The root cause of this event is a user error, the surgeon knows that these are not compatible but has decided to use it considering the patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.